Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -1.00/5.5/098 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a same size, different power (sphere/cylinder/axis) lens. Due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as wrong vault calculation.

Manufacturer narrative:
B5 - correction: the lens was replaced with a shorter length, different power (sphere/axis/cylinder) lens due to excessive vault on 21/jan/2021. Claim# (B)(4).

Manufacturer narrative:
H3: dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found optict and haptic torn, with cellophane on lens. Claim# (B)(4).